Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and several shocks for an atrial fibrillation with rapid ventricular response. It was noted that therapy exhaustion occurred. Boston scientific technical services (ts) reviewed the event and programming enhancements were suggested. This device remains in service. No additional adverse patient effects were reported.